Event description:
On (B)(6) 2012, the pt underwent an endovascular procedure for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis featuring c3 delivery system. During the procedure, the rmt device was positioned as intended. The proximal end was deployed. The ipsilateral leg would not open. The physician used a balloon to deploy the ipsilateral leg; however, there was some stenosis in the graft. The procedure was concluded and the aneurysm was excluded with no adverse event to the pt.